Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was observed to be depleting rapidly. Additionally, multiple occlusion alarms occurred. There was no reported impact to the customer¿s blood glucose. Although requested, the customer declined to troubleshoot or provide any additional information.